Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were sticking. The customer was also unable to deliver a bolus due to the keypad anomaly. Customer's blood glucose was unknown. The customer stated they may have exposed their insulin pump to sweat. It was also found the customer had a blank display after inserting a new battery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switches. No display anomaly was noted. All operating currents were within specification. No blank display was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.